Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no symptoms experienced by the patient related to this event. It was also clarified that no medical intervention was performed.

Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). A medtronic navigation system was also being used. It was reported that during the case the malleable suction stopped tracking. The surgeon did bend it with his hands (no instruments). It was noted that the product had contact with the patient. It was noted that intervention was performed by replacing the suction. The procedure was completed with the use of backup product(s). There was no procedural delay, and there was no patient injury.